Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A microscopic inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2014 and suture was used for knotted suturing of the bile duct. The surgeon stated the patient's tissue was weak. After making passage, the surgeon noticed that the needle was broken. The broken needle was found in the abdominal cavity and retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.